Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did a meter to hcp meter comparison, side by side. He reported that the results were 420 vs 313 mg/dl, respectively. No symptoms were reported.